Manufacturer narrative:
The insulin pump alarmed during the rewind due to motor leaking oil and contaminating the motor home switch. The functional testing could not be performed due to the alarm. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed during the prime. The blood glucose reading was 209 mg/dl. The drive support cap appeared normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.